Event description:
It was reported that the iab was inserted in a patient in cardiogenic shock. The pump's gas leak alarms sounded. The iab was removed and replacement wasn't necessary. There were no patient complications.